Event description:
It was reported that the customer experienced unexplained high and low blood glucose levels. The lowest blood glucose reading was 70 mg/dl, which the customer treated with over 100 glucose tablets. The customer stated that activities such as climbing the stairs and sweeping the porch causes his blood glucose to drop by 20 mg/dl or more. He stated that he was doing better, with the most recent blood glucose reading at 160 mg/dl. He observed that his blood glucose levels had been running high, within the 300 to 400 mg/dl. He also reported discrepancies between the blood glucose and sensor glucose readings, which were in the 400 to 500 mg/dl range. The customer declined troubleshooting for high and low blood glucose and for the sensor glucose reading discrepancies, stating that he wanted to discontinue the continuous glucose monitoring system. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.